Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser probe was caught inside the trocar cannula when he tried to insert the probe during a surgical procedure. He replaced the laser probe to complete the procedure and there was no patient harm.

Manufacturer narrative:
Additional information is provided. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed excess adhesive found at the cannula-nitinol junction of the laser probe tip. The probe attempted to be inserted through a trocar, but was caught, replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on november 21, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive found at the cannula-nitinol junction. The manufacturer internal reference number is: (B)(4).